Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test, active current test, and sleep current test. Pump failed screen test of self test due to pump error 75. No unexpected pump error 23, pump error 49, and pump error 68 alarms were noted during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. Pump error 25 was found in the history files on (B)(6) 2023 at 21:00:00.00. Pump error 75 alarms was found in the history files on (B)(6) 2023 at 15:23:26.00 due to a loosely connected j6 connector. Several pump error 23, 49, and 68 were found in the history files on (B)(6) 2023 from 14:00:03.00 to 22:05:55.00 due to several pump error 75 alarms. Pump was recycled and left to charge. After redownloading the pump, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open and found no physical or moisture damage on the keypad assembly, electronic assembly, and motor assembly. Pump passed keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, battery cap contact missing. Pump error 25 and pump error 75 were confirmed due to a loose connection on the j6/pcba 1 connector. Unexpected battery power loss was confirmed due pump error 25 and pump error 75. Pump error 23, pump error 49, and pump error 68 were not confirmed during testing. Pump failed self test due to a loosely j6 connector. The keypad passed all required testing and was functional throughout the analysis. Unresponsive keypad not confirmed. Cosmetic damage was confirmed at the battery cap contact during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the metal piece came off, received the error codes of post-reset ram crc alarm (pump error 23), history pointers failed. The history pointers are corrupted (pump error 49), trace pointers are invalid (pump error 68) and power supply test failed during self-test (pump error 75). The customer also stated that the buttons were unresponsive. Troubleshooting was performed and the customer was able to clear the alarms partially. The customer was able to complete the rewind. The pump gave pump error 75 twice during the self-test. The self-test did not pass. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.